Manufacturer narrative:
This report is submitted on may 10, 2022.

Event description:
Per the clinic, the patient experienced a magnet dislodgement resulting in the decision to discontinue use of the device. Clinical management of the patient is ongoing. Explantation and reimplantation is planned; however, this has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was reimplanted with a new device during the same surgery. This report is submitted on september,06,2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march, 07, 2023.